Manufacturer narrative:
(B)(4). Batch # p93789. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the tissue pad was broken after using for about 1 hour. The broken piece was retrieved. The whole surgery was delayed and there is risk on foreign body residues.